Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related regulatory report number: MDR-2018-19832. During follow-up post-implant, lead dislodgement was noted. During the lead revision procedure, the set screw was stripped and could not longer be tightened. The device and lead were both explanted and replaced and the patient was in stable condition.